Event description:
It was reported by the customer that during a wisdom teeth extraction, after removing the teeth on the right side, the doctor switched to the left side; at that time, the bur guard seemed to melt on the handpiece and burn the pt's upper left lip. The burn was approx the size of a pencil eraser and was not too severe; only vaseline was applied, and no prescription was given to the pt. The customer reported the bur guard used was not expired.

Manufacturer narrative:
The bur guard involved in the reported event was evaluated. During the eval the tech noted visual evidence that the bur guard melted; the bur guard was pushed up past the shoulder of the spindle housing. Most likely, the user did not perform the twist check to ensure the bur guard was snapped into place on the handpiece per the applicable IFU.